Event description:
Standard angiogram procedure was performed to determine need for angioplasty of vessel. Pt's arteries were somewhat calcified. Device was advanced via the femoral artery. After the performed angiogram, upon removal of the sheath, the device began to unravel. Pt was taken to surgery to have the introducer removed.